Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -8.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear residue on product. Visual inspection found no visible damage to lens and foreign material (residue) on lens. Corrected data: correct date is (B)(6) 2018, (B)(6) 2018 is incorrect. Claim # (B)(4).